Manufacturer narrative:
(B)(4). Remedial action will be performed through CAPA #(B)(4).

Event description:
Nobel biocare received this complaint on (B)(6) 2019 from a customer in (B)(6) stating that an incorrect screw was packed with article 36662 (temporary abutment non-engaging cc rp), lot 13078005. The incorrect screws were not used on a patient. Inspection of the retain and complaint samples confirmed that the blisters contained halb 20034 (catalog number 37893) instead of the intended screw halb 12320 (catalog number 37892). Manufacturer investigation: investigation showed that article 36662 was assembled with halb 12320 screws from batch 12122536. Immediate actions taken, e.g. Quality hold/batch restriction incl. Date: article 36662, lot 13078005 was restricted on june 11, 2019. Following the preliminary investigation, lots 13077622, 13077550, 13076822, 13077560 and 13077700 were restricted on june 27, 2019 and lot 13077551 was restricted on july 10, 2019. Root cause the root cause will be further investigated in the CAPA that was initiated (CAPA #(B)(4)).